Manufacturer narrative:
This report is for an unknown drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 20201, the patient underwent the open reduction internal fixation surgery for the distal humerus fracture with two (2) screws. During the screw insertion, one screw penetrated through the plate and penetrated the joint. The surgeon tried to remove the screw, but he could not because it was idling. The other screw was inserted but could not be locked to the plate. The surgeon remained 2 screws and the surgery was completed successfully within 30 minutes delay. The surgeon commented that he had difficulty in connecting the sleeve to the drill and it was possible that the sleeve possibly came off while drilling which caused the screws to not be inserted properly. Concomitant devices reported: va lockscr ø2.7 head 2.4 self-tap l18 ta (part number 04.211.018s, lot unknown, quantity 2). Va-lcp dhp 2.7/3.5 dorso-lat le short 3h (part number 04.117.303s, lot unknown, quantity 1). Guides/sleeves/aiming: sleeve (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown drill bits: trauma. This is report 4 of 5 for (B)(4).